Event description:
The device (bipolar insert cev625h dia 5mm fenestrat) was returned to mxi for service repair. There was no reported patient impact.

Manufacturer narrative:
No known impact or consequence to patient. (B)(4). Result: mechanical shock problem. (B)(4). Analysis for the device (cev669b) indicated the mobile jaw is broken. There was corrosion at the breakage area which indicates a pre-existing crack led to the breakage note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4) was opened to address these issues. (B)(4).